Manufacturer narrative:
H3: the revision reported was likely the result of polyethylene wear as stated in the operative notes. The extent and root cause of the polyethylene wear cannot be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation. D10: serial #: (B)(4), category #: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, serial #: (B)(4), category #: 02-010-01-0350 - logic femoral ps cem right sz 5, serial #: (B)(4), category #: 200-02-35 - three peg patella 35mm, h7: z-0021-2022.

Event description:
As reported by legal notification, the patient had an initial right tka on (B)(6) 2014. Over the last two years the patient has experienced swelling and increasing sensation of instability. Findings were polyethylene wear medially and posteriorly, as well as on the post with significant foreign body synovitis debris noted, and undermining of the femoral and tibial components. The patient was revised on (B)(6) 2022. The right leg had a large effusion. Upon entering the joint, the fluid appeared benign. This was cultured and gram stain returned negative. There was significant polyethylene wear, synovitis throughout the knee, proliferative synovitis in the suprapatellar pouch, medial and lateral gutters. The patella was everted. This was debrided and then a systematic resection of the synovium in the suprapatellar pouch, medial and lateral gutters was carried out. The patellar component was well fixed. It was removed and the polyethylene removed to reveal significant wear on the posterior aspects as well as on the post, and evidence of yellowing and whitish crystalline formation in the posterior aspect. The femoral component was undermined although not grossly loose. The tibia was then addressed. There was noted to have erosions under the medial aspect of the tibia due to the polyethylene wear.